Manufacturer narrative:
(B)(4). The results of this investigation concluded cusps 1 contained multiple perforations and cusp 2 was torn. There was marked thinning and loss of collagen fibers in cusps 1 and 2. There was a thin layer of fibrin on all three cusps. No acute inflammation or calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a double valve replacement was performed; this 27mm epic valve was implanted in the mitral position and a 19mm carpentier-edwards perimount magna ease valve was implanted in the aortic position. On (B)(6) 2016, the patient presented with acute mitral regurgitation and the epic valve was explanted. Ex vivo, a tear was observed around the commissure on the left ventricular outflow tract. A carpentier-edwards perimount magna ease mitral heart valve (size unknown) was implanted. The non-sjm aortic valve remains implanted and the patient was in stable condition postoperatively.

Event description:
On (B)(6) 2013, a double valve replacement was performed; this 27mm epic valve was implanted in the mitral position and a 19mm edwards perimount magna ease valve was implanted in the aortic position. Concomitantly, full maze surgery also was performed. On (B)(6) 2016, the patient presented with acute mitral regurgitation and the epic valve was explanted. Ex vivo, a tear was observed around the commissure on the left ventricular outflow tract. A smaller, 23mm edwards perimount magna ease mitral heart valve was implanted. The non-sjm aortic valve remains implanted and the patient was in stable condition postoperatively.